Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Legal medical records received. In addition to what was previously alleged, pfs alleges swelling, limping, improper foot alignment, tissue necrosis. After review of the medical records for MDR reportability, it was stated that the patient was revised to address aseptic loosening of the femoral component and failed metal/metal articulation. Revision note stated that the stem was found to be grossly loose, significant overgrowth of heterotopic bone and overgrowth of the trochanter. Added stem and sleeve due to the reported loosening. Part and lot information were provided.

Event description:
Litigation alleges the patient suffers from pain.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of stem and elevated metal ions.